Event description:
It was reported that the customer received multiple resume pump alarms. Reportedly, customer's blood glucose level was elevated. Review of pump data indicated that the user unlocked the pump screen and stopped delivery.

Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.